Event description:
Attempt to remove guide wire following procedure. Guide wire became lodged in biliary duct making removal difficult. The guide wire could not be removed through the endoscope there seemed to be a kink of wire in the bile duct. After the endoscope was withdrawn, attempt was made to pull the wire and was unsuccessful. Either pulling per mouth or from the outside. Most of the wire was removed but a single filament of the wore remains lodged in the biliary system. Exam was terminated to avoid any damage to the common duct. Upon visualization by CT scan, a large subcapsular hematoma was noted measuring up to 5cm in transverse diameter and extends from the posterior and lateral portion of the right lobe of the liver to the medial portion of the left lobe of the liver and most likely represents at least 400cc of blood. There is no evidence of any free intraperitoneal hemorrhage, however it should be noted that this is a limited scan. The kidneys and the periaortic region are within normal limits. Pt was transferred to a tertiary care. Facility for further care in stable condition the following day. Investigation revealed that two possible mfrs of guide wires are used in this procedure. Investigators were unable to determine which mfrs product was used in this case.